Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got lifted. The device was replaced and the procedure was completed with different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got lifted. The device was replaced and the procedure was completed with different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.